Event description:
On (B)(6) 2019 a manual calibration was performed to confirm the validity of the pressure sensor readings. The sensor was recalibrated and the mean was increased by 12mmhg. Accurate readings were observed under the manufacturer's patient care network database.

Manufacturer narrative:
Reviewing the log files confirmed the sensor was recalibrated by 12 mmhg, which was greater than the specified tolerance. Due to the recalibration, the reported event was confirmed. The initial report was submitted inadvertently as there was no malfunction or serious injury with the use of the abbott device.